Event description:
It was reported that the patient experienced an overdose. It was noted the patient was refilled on 2013 (B)(6), and the expected residual volume (erv) was 3ml, and the actual residual volume (arv) was 1ml. It was reported that two days after that refill, the patient was difficult to arouse, thus an ambulance was called and the patient was sent to their local emergency room (ER). It was noted that they determined that the patient had a narcotic overdose, and that the patient spent a ¿few days¿ in the hospital and was sent home. Then it was noted that after returning home, the patient still displayed confusion, was difficult to arouse, would fall asleep quickly, and exhibited poor sleep at night. On the date of the report, the erv was 33ml, and the arv was 26ml. The reporter confirmed negative pressure and bubbles to ensure the reporter aspirated everything that was in the pump. It was noted the logs were normal. The patient still had confusion on the date of the report and they had adjusted the dosing to half the dose. It was noted that the patient's managing health care provider (hcp) was out of the office and would see the patient on monday to determine the next steps. Further troubleshooting options were discussed. The pump system was being used to deliver bupivacaine, baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).